Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of multiple back operations, it was reported that the patient said the implant wasn't put in correctly and it just never worked so they ended up having it removed because it wasn't working at all. The patient stated that they had the device removed. The patient was sent healthcare provider (hcp) listings. No further complications were reported or anticipated.